Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the battery longevity had decreased from 7.5 years to 3 years in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been gradually increasing and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported.